Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral cuff erosion. The physician did not believe the device caused or contributed to the erosion as there had been catheter placements and adjuvant radiation performed prior to the erosion. A surgical procedure was performed in which the existing device was removed. There were no device malfunctions associated to the explanted device. Some time later the patient underwent a reimplant procedure in which a new aus system was implanted. The patient fully recovered following the intervention.